Event description:
On (B)(6) 2012, leica microsystems received a complaint that the illumination of leica m525 f50 shut off several times during a surgical procedure.

Manufacturer narrative:
This is an initial report. An investigation is currently being conducted by the manufacturer. Once results are obtained, a follow-up/final form FDA 3500a will be submitted to provide additional information.